Event description:
Received user facility (B)(4) that during a unknown procedure, while the harmonic scalpel was being wiped down by the surgical technologist noticed the insulated side of the jaw had melted and broke off the end of the instrument. Per the report it is unknown if the device will be available for analysis.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent additional information requested, but no response for: did the tissue pad melt or come off the clamp arm? Did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?)